Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2025. Additional suspect medical device components involved in the event product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial:(B)(6), batch: 7103948, UDI: (B)(4). Product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(6), batch: 760928, UDI: (B)(4). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 35161638, UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration. All components were explanted and will not be returned per hospital policy.